Manufacturer narrative:
Trackwise (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the wires inside the jaws of the vasoview hemopro 2 heater wire came loose. Did not break off. Case was finished using another device. No patient was harmed.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25160990 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 05/19/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the harvesting device jaws. The heater wire was observed to be flexed away from the hot jaw from the base with detachment at the tip of the hot jaw. There was no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed.